Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they hadn't checked the implant in a while and they didn't think they had felt it either, a power on reset (por) message was seen. It was noted that the patient didn't like the ins. No further complications were reported or anticipated.